Manufacturer narrative:
The product event that the device was in backup mode was not confirmed. As received, the device had no telemetry and could not be interrogated because the battery was at end of life (eol) for an unknown reason. The device was cut open and no high current drain was found when a new battery was installed. Functional automated testing with the new battery did not find any anomalies or high current drain after power cycling the device. The battery was sent for analysis and no anomalies were noted. Despite extensive testing efforts no anomalies were noted during the device testing. The device projected longevity is 3.0 years, based on normal settings, and the device was implanted for 2.03 years, which is considered premature battery depletion.

Event description:
During an in-clinic follow-up, the device was interrogated and revealed that the device was in backup mode. Technical support was contacted, however, was unable to restore the device from backup mode. The device was explanted and replaced to resolve the event. The patient was stable.